Event description:
The reporter indicated that during testing, a t-wave shock was used to induce. A 5.3 j shock was delivered, but it failed to terminate the arrhythmia. A 30 j shock was then delivered and it terminated the arrythmia. On the real time iegm (intraelectracardiogram), the 30 j shock (d therapy) is not annotated and neither is the refractory bar.